Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the adc freestyle libre sensor using the librelink application. The customer did not have their reader at the time and as a result, was unable to monitor their glucose. The customer began to feel hypoglycemic, dizzy, was unable to self-treat, and was provided with juice by a family member as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.